Event description:
Customer received result of 19.2 mmol/l on the mobile system and a result if 8.6 mmol/l on the aviva nano system within 10 minutes. On a different date customer received result of 6.4 mmol/l on the mobile system and a result if 3.1 mmol/l on the aviva nano system within 10 minutes. The customer reported feeling unwell with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however the customer no longer has the test strips.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva nano system (lot number and expiration date unknown). (B)(6).